Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. It was noted that there was a valve leak. The procedure successfully completed using original method and/or device. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed. It was further reported that blood was leaking from the valve about halfway through the procedure. No issues with the patient. The faradrive was replaced with a new one and finished pvi was in procedure with no incidents. Sheath was used with a pressure bag. A farawave catheter was in the sheath when physician noticed bleed back from the valve.